Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the device was bent in the heavily calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right superficial femoral artery (sfa) with heavy calcification and no tortuosity. The 7.0x100mm absolute pro vascular self expanding stent system was advanced to the lesion; however, when attempting to deploy it was noted that thumbwheel was difficult to turn. It took a lot of strength to finally deploy the stent. The stent was deployed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.